Event description:
Reported as port leak.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 6/23/06. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device found leakage in the port septum. The opening is consistent with puncture by a needle and may be the source of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." In addition, the labeling also addresses the following possible outcome of access port leakage: "caution: use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Do not use standard hypodermic needles as these may cause leaks. Use only bioenterics lap-band system access port needles."